Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing lower cut rate during vitrectomy mode. The procedure was completed without patient harm. The probe was discarded.

Manufacturer narrative:
The customer did not return a probe sample for an evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing (B)(4).